Event description:
It was reported that this pacemaker was unable to be interrogated by the programmer. It was noted this pacemaker had plenty of battery life left. Technical services (ts) walked the health care professional (hcp) through troubleshooting and was still unable to interrogate the device. Ts discussed paging the local field representative to troubleshoot further. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.